Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a pacemaker implant procedure, the atrial lead exhibited failure to sense the p wave and any impedance value on the analyzer. The lead was repositioned several times but the same anomaly was observed. The lead was not installed. The patient was reported to be in stable condition.

Event description:
New information received stated that the physician elected to use a single chamber pacemaker and no atrial lead was implanted. During the implant procedure, the measurements on the ventricular lead presented no problem. It was then concluded that the anomaly was associated with the atrial lead rather than the analyzer.

Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 52.2 cm. The reported event was not confirmed. The damages found were consistent with procedural damage. The lead was otherwise normal. No anomalies were found.